Event description:
Zoll lifecor customer support reviewed the download of a (B)(6) old female patient which revealed several "code 104" and abnormal shutdown flags. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (monitor is resetting) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.